Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose alert while at work, with a nadir of approximately 50 mg/dl, after earlier elevated glucose following an ilet pause during a shower and subsequent unpause at a high glucose level; the user then announced a normal lunch while glucose was trending down and received additional insulin. Symptoms included feeling okay during the event. Outcomes included self-treatment with oral glucose and soda, successful correction of the low, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of synced device logs and user interview. Investigation of this case revealed user management factors, including a prior device pause and a meal announcement during downward glucose trend while the system was delivering corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.